Event description:
It was reported a patient underwent an unknown surgery on in (B)(6) 2026 a suture was used. While suturing the vaginal stump, the suture broke. Replaced the suture and continued suturing. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.